Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex. A 2.5 x 33 mm xience was implanted distally in the vessel at 11 atmospheres (atm). The 2.5 x 12 mm xience alpine stent delivery system (sds) was then advanced proximal without resistance, and the stent was successfully deployed at 14 atm. The amount of time for the inflation was unknown, but presumed to be 10 seconds. During removal of the sds, after exiting the rotating hemostatic valve, the sds became stuck on the guide wire. The physician believed that the resistance was due to an issue with the hypotube, as the guide wire was almost fused to the hypotube. The guide wire was cut so that the sds could be removed and vessel access could be saved. A prowater guide wire was then used to complete the case. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficulty removing the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.